Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis of the catheter identified coring in the suture less connector, which is indicative of a connector misalignment to the pump outlet port. The catheter was found to be patent. The connector did not pass in-line pressure testing due to the coring noted above. Analysis of this pump revealed no anomalies. The catheter access port (cap) was found to be patent and the two-tone alarm tested within specification for audibility. The pump was flow tested for dispense accuracy and found to be within specification.

Event description:
This patient's death was reported to occur on (B)(6) 2012. The devices were returned to the manufacturer and underwent routine analysis.